Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The two additional proglide devices referenced are being filed under separate manufacturer report numbers.

Event description:
It was reported that closure of right common femoral vein was attempted using three proglide devices, one each in three separate venous access sites, with an 8f sheath after an electrophysiology (ep) ablation interventional procedure. Reportedly, a hematoma was noted to be forming in the right groin prior to using the three proglide devices. The three proglide devices were deployed in three separate venous access sites in the right groin. There was still some non-pulsatile oozing coming from each of the access sites and the hematoma hadn't resolved, so manual compression and a femostop were applied. Hemostasis was achieved and the hematoma resolved. The physician stated that he believes one of the sheaths used for access may have stuck the artery causing the hematoma and that it was unrelated to the proglide devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.